Event description:
On 7/3/01 gliatech received a website request from a pharmacist at hospital, requesting information on the product content of adcon-l. She reported that "a patient has had an anaphylactoid reaction to adcon-l" which occurred one year ago. Pt came in for a routine physicial prior to a recent surgery and reported that pt had a reaction to something used during a prior disectomy (1 year ago) and wanted to be sure that it was not used again. It was then noticed on their chart that adcon-l had been used and that they had suspected a possible anaphylactoid reaction to adcon-l at that time.